Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - performa meter - system 1 (B)(6) - performa meter - system 2.

Event description:
Customer allegedly received the following results, with the same meter, and two different test strip lots, within 10 minutes: 38 mg/dl on performa meter (system 1) and 176 mg/dl on performa meter (system 2). No death or serious injury reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Unable to test returned strips because they had expired at time of the investigation.